Manufacturer narrative:
(B)(4). No iap part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of "iabp suddenly stopped working" is not able to be confirmed. A field service engineer serviced the pump and no problem was found with the pump. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the patient was assisted by the intra-aortic balloon pump (iabp), during the operation and was taken to the dep artment of critical care unit. At 23:00, the iabp stopped without any operation during usage, and various circuits were repeatedly checked, and no abnormality was found, while the iabp failed to restart. As a result, intra-aortic balloon (iab) was pulled and the patient vital signs were closely observed. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was assisted by the intra-aortic balloon pump (iabp), during the operation and was taken to the department of critical care unit. At 23:00, the iabp stopped without any operation during usage, and various circuits were repeatedly checked, and no abnormality was found, while the iabp failed to restart. As a result, intra-aortic balloon (iab) was pulled and the patient vital signs were closely observed. There was no report of patient complications, serious injury or death.